Event description:
It was observed that during the device evaluation, the endoeye flex 3d deflectable videoscope exhibited that the image is distorted during angle operation due to disconnection / short-circuit of the image sensor cable. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: the image is distorted during angle operation due to disconnection / short-circuit of the image sensor cable. Based on the results of the investigation, it is most likely that the probable causes such as damage or deterioration of parts, environmental problems like dust/dirt/humidity/ambient light, optical problems, interoperability problems, overheating problems, and electrical problems like signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.